Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 300cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was noticed during an implant exchange surgery on (B)(6) 2022. The patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 230cc gel breast prostheses on that date.

Manufacturer narrative:
(B)(4).